Event description:
It was reported that one of the intermittent catheter gripper had no holes to be able to drain the urine through.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that one of the intermittent catheter gripper had no holes to be able to drain the urine through.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " improper/inadequate maintenance - operator error". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.